Event description:
Complainant alleged that during a routine shift check by a clinician, the device could be seen arcing between the paddle and the self test well. The complainant indicated that there was no pt involvement in the reported failure.